Event description:
During the case, the doctor wanted to do an ablation for barrett¿s on the patient. The machine turned on with no problem. The 90 rfa was placed onto the scope with no issues. When the doctor went to ablate the esophagus, the 90 rfa would not fire. The 90 rfa was disconnected and reconnected a few times, but it did not fire. The scope was taken out of the patient and the 90 rfa was replaced with another 90 rfa. The scope was then inserted back in the esophagus and the doctor was able to ablate with no issues with the new 90 rfa device.